Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: during investigation, the original complaint of ¿no sound¿ when the battery was low was unable to be duplicated. A sound test showed acceptable audible measurement. The test was performed by lower the input voltage and a low battery alarm occurred with acceptable sound level. The pump was opened and there was no damage to the piezo.